Event description:
It was reported that at an in-office check it was noted that there was a high output warning due to high threshold on the right ventricular lead. Outputs were increased and the lower rate was reduced. The patient is in atrial fibrillation. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.